Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) between 4am and 7am, the devices were unplugged to move from one IV pole to the next. Two nurses were holding pump carefully with transfer when two syringe modules and a pump module "rang off" communication error. No buttons would work and the infusion stopped, it was also discovered that the pcu display was blank. When the device was powered up on battery mode, there was a message saying less than 30 minutes of battery life remaining. Due to the event, the patient's blood pressure dropped to 50/30's. The patient required fluid boluses and the nurse needed to program a new pump immediately.

Event description:
It was reported that on dec. 9th between 4am and 7am two nurses unplugged the pump to relocate when the syringes and lvp ¿rang off¿ communication error. No buttons would work and the infusion stopped, it was also discovered that the pcu display was blank. When the device was powered up on battery mode, there was a screen error saying >30 min of battery life remaining. Information on patient involvement is unknown.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.